Manufacturer narrative:
Citation: mohamed samy et al. Proglide-angioseal versus proglide-femoseal for vascular access hemostasis posttranscatheter aortic valve implantation. Catheter cardiovasc interv nov;104(6):1251-1259. 2024. 10.1002/ccd.31259. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding vascular access hemostasis following transcatheter aortic valve implantation. The study population included 608 patients who were predominantly male with a mean age of 81.1 years old. Multiple manufacturer¿s devices were implanted in the study population; 354 patients were implanted with a medtronic evolut r bioprosthetic valve delivered by the enveor-l delivery catheter system (dcs). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: major bleeding or vascular complication at the access site with unplanned surgery or endovascular treatment. No further information was provided pertaining to medtronic products.